Event description:
It was reported that prior to use, based on the attached photo, the videolaryngoscope had blue screen with no loading dot and battery icon displayed using the reported battery. Tried other batteries in the handle and they work fine. Tried taking this one out and put it back in multiple times and it still showed the same screen. There was no patient involvement.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, based on the attached photo, the videolaryngoscope had blue screen with no loading dot and battery icon using the reported battery. Tried other batteries in the handle and they work fine. Tried taking this one out and put it back in multiple times and it still showed the same screen. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.